Event description:
Pt reported infusion device stopped working without warning due to power pack depletion. He indicated that he discovered the issue as a result of the display screen being blank. Pt stated the power pack had been in use for 5 weeks. He changed the power pack and the device functioned properly. He stated he was aware of the power pack recall and that he was to change the power pack every 2 weeks. He did not report any physiological effects associated with this issue. The pt was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.